Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the device experienced insufficient additive quantity. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: when the sample was processed the blood for neutrophil isolation, it was observed there was hardly no separation of different cell layers. This occurred 3-4 times whenever the same batch of tubes was used. However, there was no issue of separation when using the old batch of same edta tubes(lot no. 0087295) purchased from bd.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/16/2021. H.6. Investigation: bd received 20 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for no separation/low yield with the incident lot was not observed. The photograph that was attached showed a non-bd sample tube. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for no separation/low yield with the incident lot was not observed as all product specifications were met. 20 returned tubes were analyzed for the edta content and were all within spec limits. No recent changes have been made to a manufacturing process or raw materials. The reported condition is considered an off-label use of this product. We recommend thorough validation procedures for this product and this indicated use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode no separation/low yield. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the device experienced insufficient additive quantity. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: when the sample was processed the blood for neutrophil isolation, it was observed there was hardly no separation of different cell layers. This occurred 3-4 times whenever the same batch of tubes was used. However, there was no issue of separation when using the old batch of same edta tubes (lot no. 0087295) purchased from bd.